Manufacturer narrative:
Concomitant medical products: model: 5086mri52, lead; implanted: (B)(6) 2013.

Event description:
It was reported that a remote transmission was received. Information on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead triggered an alert for ventricular defibrillation impedance out of range. Rv coil impedance reading of 103 ohms, and the alert parameter was set at 100. It was noted that the other lead impedances were stable, and no sensing issues had been identified. The lead remains in use. No patient complications have been reported as a result of this event.